Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: is the lot number for this file unknown? If the lot number is known, please provide.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and a barbed suture was used. During the procedure, the needle separated from suture when used. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: if the lot number is known, please provide. Lot pch352.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2020. Additional information: d4, h4, h6. Corrected information: d3, g1, g2. A manufacturing record evaluation was performed for the finished device batch pch352, sxpp1b42207 and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/21/2020. Additional information: d10, h6. Additional h3 device evaluation summary: it was received for analysis eleven unopened samples of product code sxpp1b422, lot pch352. The complaint sample was not returned for analysis. During the visual inspection of eleven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.